Manufacturer narrative:
As no lot number was provided for this incident, no tests could be performed on retained samples. Despite of repeated requests from us the initial reporter was not able to supply us with more information. We will provide a follow up report when we will receive additional information. Device not returned.

Event description:
On (B)(6) 2018, we have been informed about an incident during a procedure in the hospital centre (B)(6). A skintact rsw213 dispersive electrode and an unknown generator were used in a thorax surgery. The complainant reported "the plate was placed on calf of the patient for an operation on thorax of patient. When doctor took off the plate, he had seen that he was seriously burn on calf. At the present the patient need to get permanent and surgical dressing before a possible skin graft." No information about the patient, the duration of the procedure, the generator model, the power settings, the lot number of the electrode used, how the skin was prepared and the orientation of the electrode have been disclosed to us despite repeated requests.

Event description:
On (B)(6)2018 , we have been informed about an incident during a procedure in the hospital centre chirurgical marie lannelongue, france. A skintact rsw213 dispersive electrode and an unknown generator were used in a thorax surgery. "The plate was placed on calf of the patient for an operation on thorax of patient." The skin was not cleaned, not shaven, not disinfected, not dried and no lotion had been used before applying the neutral electrode. The dispersive electrode was adhering properly. No gel residues were left after the procedure on the skin. It was reported that wrinkles had formed underneath the dispersive electrode and the skin. After the procedure a longish third degree burn of 10cm x 2xm was detected. The burn occured "in the middle" of the electrode. The wound was treated by "permanent and surgical dressing before a possible skin graft." No information about the patient, the duration of the procedure, the generator model, the power settings, the lot number of the electrode used has been provided to us despite of repeated requests.

Manufacturer narrative:
As no lot number was provided for this incident, no tests could be performed on retained samples. The involved device has not been made available for an investigation. According to the user's description of the incident, they have deviated from the IFU: the IFU states: "choose a muscular or well vascularized convex skin site as close to the operating field as possible, but not closer than 15 cm, on adults preferably an upper arm or thigh." "Not following these instructions may lead to burns, pressure necroses or other skin trauma during use." The users have placed the electrode on the calf of the patient when performing thorax surgery. Following the IFU the electrode should have been placed on a thigh or an upper arm. Placing the electrode on the calf does not meet the distance to the operating field requirement. For lack of information made available to us, it was impossible to investigate whether skin preparation and duty cycle requirements of the IFU have been followed. We therefore conclude that a user error caused or contributed to the event.